Event description:
It was reported that during a laparoscopic cholecystectomy, the device successfully fired 2-3 clips however, subsequently jammed and could not be used. There was no adverse consequence to the patient.